Event description:
It was reported that the customer passed away during a car accident. It was stated that the customer was found in his car by the police and the body was badly burned. It was stated that the customer was wearing the insulin pump at the time of death. It was stated that the device was recovered later at the medical examiner's office when it began to alarm. It was stated that the medical examiner agrees to return the device and the remains of tubing for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.